Manufacturer narrative:
Received one (1) used list #142730490, plum 150 ml burette set with the clave partially separated from the clave additive port. The reported complaint of chemo drug leaking from the clave additive port can be confirmed on the returned plum 150 ml burette set. The probable cause is due to unintentional external bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 product received date: 2/2/2024.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in generated a leak during patient use. The reporter stated, ¿chemo drug leaked form clave additive port. Chemo drug spill resulted in insufficient drug dose and drug re-preparation was needed. Drug involved: cetuximab¿. There was no chemo drug exposure to the patient or healthcare worker. The event was noted during infusion. The set was replaced, and therapy resumed. The drug spill was cleaned per facility protocol. There was a patient involved but no patient harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.